Event description:
It was reported that after the iab was successfully inserted in the pt, difficulty was encountered when the physician aspirated the catheter. The iab was removed and replaced without any pt complications.